Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7077576/7077590.

Event description:
It was reported that the patient had a persistent tenderness at the ipg site. The patient was given pain medication. Additional information was received that the patient also had inadequate pain relief despite multiple attempts at reprogramming. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient had a persistent tenderness at the ipg site. The patient was given pain medication.